Event description:
The dealer alleges that the unit runs for a few minutes and then it alarms red and then shuts down. He is not sure if the end user was using the device when this happened. No further information at this time.